Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged overnight following implant resulting in intermittent loss of capture (loc) in the atrium and changes in sensed amplitude. A revision procedure was performed wherein the physician attempted to reposition the lead several times but was unsuccessful due to repeated dislodgements. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The complete lead was returned with the helix in an extended position with tissue entwined and dried blood/body fluid in the helix housing and neck region. Resistance testing was performed and measurements were normal throughout. X-ray of the lead was unremarkable with the helix noted to be intact and undamaged. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.